Event description:
Clave needless piggyback connector: piece can catch on linens, bed rails, etc and inadvertently snap which leaves potential for a plastic embolic piece to enter pt's circulatory system.